Event description:
It was reported that during repair, the cardiosave intra-aortic balloon pump (iabp) fiber optic sensor module failure message. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Additional field: e1(event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic sensor module failure msg. Getinge field service engineer (fse) inspected the unit and could not duplicate any fiber optic issue. Fse completed all diagnostic, performance and safety tests with no issues found and did find that the left hinge, hinge cover and the bottom bezel on the display were damaged. As this was not causing an issue at the present and the unit was needed for use, fse returned the unit to the department and informed them that he would order the required parts for the repair and return once they were received. The unit was approved for clinical use.11/06 - the unit has not been made available since the complaint and is now due for the semi-annual pm for november. Fse going to close out this service order and will update the complaint to reflect the new serviced order that he will have opened for the damaged parts. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic sensor module failure message. There was no patient involved.